Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm. Customer's blood glucose value was 321 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states the tubing was not bent or kinked. Customer states they had tried all remedies. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
No delivery alarm/occlusion during therapy and no delivery alarm/occlusion during priming not confirmed during testing. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, occlusion, basic occlusion test, force sensor test and the displacement test